Event description:
Additional information was received. A potential cause has been identified as the process sterile processing uses to clean the instruments.

Manufacturer narrative:
H2: additional info: patient dob: see a2 h2: additional info: see b5 h2: additional info: lot #/UDI #: see d4 h2: additional info: device manufacturing date: see h4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product analysis has been completed, as the product has not been returned to medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the instruments had passed registration, but the site was unable to verify their 70 degree suction. The distance to divot would range from 2.5-4.5. The site was able to verify the seeker and 90 degree. Technical services (ts) requested confirmation if they had another tray. The caller went and found another ent tray and the instrumentation in that tray verified without issue. It was noted that the instruments may be damaged. There was a delay to the procedure of less than one hour. There was no patient impact related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that all the instruments (including the suction) were all in working ordering according to the or staff at the account. They suspected that the issue must have been user error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the customer did not have a specific example of how their cleaning process could have caused the issue as they cleaned the instruments per the IFU.